Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to no sound being heard when the device was disconnected from all power sources as stated in the event details. Internal visual inspection did not reveal any anomalies or contamination. Electrical analysis of the device concluded that the charging chip was working and that the controller had a faulty internal battery that failed to hold a charge and power the alarm. This failure is due to the internal battery having faulty cells and failing to hold a charge. Heartware has opened an internal investigation to address failing (B)(6) batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Event description:
It was reported from the site that the "no power alarm" did not sound during upgrade. An elective controller exchange was performed and it was stated that there were no effect on patient. No additional information received.